Event description:
Boston scientific received information that this right ventricular (rv) lead and newly implanted implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurement during implant procedure. The lead and device header connections were checked and no anomalies were found. A second ICD was opened and connected to the rv lead, however, the shock lead impedance measurement was still high out of range. It was noted that a normal shock impedance measurement was obtained when they connected the rv lead to the chronic explanted device. Troubleshooting was performed with the second ICD but was unsuccessful. A lead fracture was then suspected. The rv lead was surgically abandoned and replaced and the device successfully replaced with a third ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.